Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day, the patient was admitted to the hospital and discharged on an unknown date. The same day the event onset, the patient was treated with ceftazidime (1gm, once daily, intraperitoneal) and cefazolin (1gm, once daily, intraperitoneal) for 20 days for peritonitis. It was reported that retraining was done for the patient. At the time of this report the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.